Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous left superior femoral artery. The physician advanced an unknown guide wire then predilated the target lesion with a 2.0x40mm sterling balloon catheter. The physician then advanced a 4.5x40mm sterling balloon catheter to the target lesion. Upon the first inflation, the balloon ruptured at 8atms. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).